Event description:
The advocate stated, the customer tested her blood glucose using 2 contour meters and received readings of 557 and 238 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.